Manufacturer narrative:
The suspect device was evaluated by olympus. A full inspection was performed and the unit failed inspection due to no sdi 1 and sdi 2, composite outputs, no pip/pop image on child screen. It was determined that printed circuit boards were faulty (dp and dx board). In addition, a worn scope socket was found, causing a loose connection with the scope.

Event description:
An olympus cv-190 was returned to olympus and it was determined the unit failed inspection due to no image found.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was a failure of the dp board, which processes images. Additionally, it is likely that fpga failure or synchronous system devices (clk generation) have accidentally failed, resulting in loss of both sdis and composite outputs.